Event description:
Discordant thyroxine binding globulin (tbg) results were obtained for two patient samples on an immulite 2000 instrument. The initial discordant results were reported to the physician(s). The samples were repeated on same instrument for both patients and corrected results were obtained. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tbg results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that on the day discordant results were obtained, one result for quality control (qc) sample was out of range and was repeated in range . A siemens customer service engineer (cse) was dispatched to the customer's site. The cse evaluated the instrument and installed preventive maintenance kit. The cse also ran decontamination on the water pump, wash probe tubing and substrate tower and heater. Cse ran water test and qc. The qc was in range after adjustments performed. The cause of discordant tbg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.